Event description:
It was reported that faradrive steerable sheath clear was selected for paroxysmal atrial fibrillation. During preparation when the sheath was removed from the dilator air was noted in the sheath. Pressure bag irrigation method was with a low flow rate. Thus, the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported and no air in patient was noted. The device is not expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for paroxysmal atrial fibrillation. During preparation when the sheath was removed from the dilator air was noted in the sheath. Pressure bag irrigation method was with a low flow rate. Thus, the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported and no air in patient was noted. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath.